Manufacturer narrative:
(B) (4) "medication." The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corporation that following a uterine prolapse procedure performed on (B) (6) 2010, using an uphold vaginal support system, the patient presented with "mesh erosion" on (B) (6) 2010. The physician gave hydrochlorothiazide and acetylsalicylic acid/aspirin to the patient prior to the procedure. The patient was reportedly "stable" following the procedure. The physician prescribed colace, miralax, and norco post-procedure (prescription lengths unknown). The physician opined that the uphold device is related to the cause of the mesh erosion and has prescribed the patient estrogen cream (type and prescription length unknown) to treat it. The patient is under observation. No additional information about the patient, the patient's current condition, or the event has been forthcoming.